Manufacturer narrative:
Films review summary: a likely type iiib endoleak was confirmed; however, the exact cause of the endoleak could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review. CT¿s returned from 12+ years post-implant revealed that the patient had a 63mm max diameter aaa that appeared continuous with a 84mm aneurysmal left common iliac. Contrast was seen near the mid-length of the left limbs, near the transition ¿channel¿ between the aaa and lcia, with contrast observed within both aneurysm sac¿s. The stent graft od at this endoleak location measured ~16mm, and the transition aneurysmal ¿channel¿ near this location was ~18mm in diameter and showed areas of calcification. Angiograms during the intervention showed similar contrast coming from the mid-length of the left limbs. The endoleak appeared primarily located ~6cm below the level of the flow divider, between the start of the overlapping limb junction and the end of the bifurcate ipsi limb, where the limbs were non-angulated. No obvious stent graft issues were observed that could explain the endoleak. After implanting 2 endurant limbs across the left limb endoleak location there was resolution of the endoleak. It is possible that the calcification noted on the CT¿s, near the transition ¿channel¿ between the aaa and lcia where contrast was observed, may have contributed to fabric abrasion which then led to the type iii fabric endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. It was reported that approximately 13 years post the index procedure the patient presented with a rupture/tear of the iliac extension stent graft on the left side. A hole in the graft was suspected at the level of the left iliac. The patient was treated with 2 iliac extension stent grafts. No endoleaks were seen at the end of the procedure. As per the physician the cause of the event was a hole in the graft. No additional clinical sequelae were reported and the patient is fine